Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, cause was not established; therefore, a root cause of the reported issue could not be determined.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, the Service Repair Technician indicates that a burnt plastic distal end cover was found. There was no patient involvement.